Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
No product defect: intra-operative complications: the posterior capsule was ruptured after iol insertion. The iol was not explanted. The patient's health is not impacted as of (B)(6) 2023.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as covered under the warnings section of the product's instructions for use (IFU). Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
No product defect. Intra-operative complications. The posterior capsule was ruptured after iol insertion. The iol was not explanted. The patient's health is not impacted as of on (B)(6) 2023.